Event description:
Return reason: open circuit. Analysis determined: investigation found that the unit malfunctioned due to a broken wire within the electrical connector cap. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.